Event description:
The information below was reported by our product specialist: I reached out to the patient to see if I could answer his questions related to imaging of gore mesh devices. During the course of our discussion he described getting a first mesh implanted in his abdomen/umbilical region in approximately 2000 and about two years later experienced an infection. An additional procedure was performed and the first mesh was explanted and a new mesh was implanted. About 5 years after that he experiences similar symptoms and was told he had an infection (so approximately 2007). Another procedure was performed and the mesh was removed. The patient reported that since then he¿s continued to experience issues with infection and when imaging was performed they found a 1 inch square of mesh and staples (tacks I assume). He reported that his dr at some point described the mesh as degraded. He is not sure if either of the meshes implanted were gore products, but he recalls his doctor telling him that ¿gore-tex¿ mesh is what everyone used so he assumes that is what he had. The patient also reported that he has already attempted to go back to get his medical records, but has been told that the records are no longer available after 10 years. Some information was provided to him about how a gore eptfe mesh product would appear on imaging (CT, MRI, ultrasound) if it was a gore device and he thanked me for that information. The patient stated he would be happy to provide any information that he could and I told him we would use this information to investigate further if possible. He stated that he planned to get an MRI performed in order to help understand if part of the mesh/fixation remained implanted and may be the source of the repeated infections. He also mentioned that he is seeing a new doctor (B)(6) who has advised him to do nothing at this time as he is not currently experiencing any symptoms after a recent prescription and to continue to monitor the situation. The patient reported the "gore-tex" mesh was implanted in approximately october/november 2001 by implanting and explanting doctor (B)(6), m.d. He reported he had a gastric bypass and the mesh was implanted to help the abdominal wall heal. Explanted 2 years later : approximately (B)(6) 2003 by same dr. (B)(6). Approximately 6 months later, (B)(6) 2004, dr. (B)(6) implanted a new "gore-tex" mesh. Approximately 5-7 years later - red spot on stomach with pain. 2nd "gore-tex" mesh removed. Physician stated mesh disintegrated and the mesh was picked out piece by piece. On (B)(6) 2022 (4th surgery) : opened up again and it was confirmed only a 1 square inch piece of mesh was visible. Patient was told infection still present and a small hernia that would go away. Wound was not sealed. On (B)(6) 2023 (5th surgery) : patient sore, went to ER, a scope was performed, fluid was removed, no mesh was seen and patient sent home. 2 weeks later, patient returns to ER. Fluid was drained, patient experienced pain. 1 week later, patient back to ER, give medication and released. Currently sees an infectious disease doctor, has PICC line, has pump for antibiotics 7 days a week, still currently has a leak, but keeps bandage over wound. The patient reported, his newest surgeon wants to open him up again, but the patient prefers not to have another surgery. Reportedly, he is having trouble finding a surgeon willing to help without surgery.

Manufacturer narrative:
B3: date of event was requested, but patient can not recall exact dates, therefore the date the patient recalls will be used for date of event, (B)(6) 2001. The instructions for use (IFU) for the gore-tex® soft tissue patch states: procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device.  Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The instructions for use (IFU) for the gore-tex® soft tissue patch states: ¿possible complications with the use of any tissue deficiency prosthesis: complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use (IFU) further states: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.